Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using a large flexnav delivery system. The valve was successfully implanted with an implant depth of 3mm on non-coronary cusp (ncc) and 4mm on left-coronary cusp (lcc). During the procedure, the patient¿s electrocardiogram (ECG/EKG) went into wide qr then went into complete heart block. The baseline rhythm was noted to be sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular. On (B)(6) 2023, a permanent pacemaker was implanted. The patient had a prolonged hospitalization to monitor the rhythm and was discharged on (B)(6) 2023. The patient was reported to be stable. There was no clinically significant delay during the procedure.

Manufacturer narrative:
An event of heart block after portico device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, the valve was implanted with 3mm depth from the non-coronary cusp, and there was no calcification extending beneath the aortic annular plane. Based on the available information, the root cause of the heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.